Manufacturer narrative:
Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 287766, model/catalog description: artisan lead 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. Additional information was received that the reason for explant was due to physicians preference.